Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of our surgical lights - lucea 100. Screws developed rust occurrence, what was confirmed by a photographic evidence. No information about any injury has been provided however we decided to report this case in abundance of caution as any rust particles falling into sterile field might led to contamination.

Manufacturer narrative:
On 24th of may 2021 getinge became aware of an issue with one of our surgical lights - lucea 100. Screws developed rust, as was confirmed by a photographic evidence. No information about any injury has been provided however we decided to report this case in abundance of caution as any rust particles falling into sterile field might led to contamination. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as the screws developed rust. The issue it contributed to the reporting of this occurrence, as an event. After reviewing the information provided for the customer product complaints investigated here, no trend was detected. However, we find that the complaint rate is low (B)(4). Per investigation by subject matter experts at the manufacturing site; the most probable root cause of this incident are a: higher humidity in the operating room, water ingress, fumigation treatment (advised against by maquet). The user manual mentions all the recommendations about the environment condition for use (40886-lucea_50-100_user_manual, page 22, .2.1 environmental conditions). The user manual explains how to check the devices during daily inspection (40886-lucea_50-100_user_manual, page 26-27, 4.1 daily inspections before use). Maquet sas recommends to inform the customers about the hazards in cases of non-compliance of these instructions. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manfuacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4: manufacture date: 20.09.2017. Corrected h4: manufacture date: 27.09.2017.